Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears.